Event description:
A malfunction was reported with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided information for resetting the pump and assisted the customer in performing the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reoccurred.